Event description:
The patient's device was explanted. Advanced bionics is currently in the process of gathering additional information. When additional information becomes available, a supplemental report will be submitted.